Event description:
Customer reported the panorama central station's wireless transceiver (tim) shut down, which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit. Customer was provided with a loaner tim, while unit is being returned to the company's repair center.